Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure, after the lesion was predilated, a 2.75 x 12 mm xience v stent was implanted in the proximal lad and a dissection occurred at the distal edge of the stent. Another stent was implanted to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Dissection is a known adverse event associated with coronary stenting as noted in the instructions for use and risk assessment, and is not necessarily an indication of a product deficiency. Dissection can be influenced by several factors, including but are not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states that: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There does not appear to be any indications of a stent delivery system quality problem. A conclusive cause cannot be determined.